Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant information from the review, a supplemental medwatch will be filled.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) the crbs polarx fit balloon cath st ous was selected for use, after the final cooling was completed and temperature returned to normal, the error message 1 - 00004000-2: console detected blood in the catheter was displayed. The procedure was completed successfully without replacing the device. It is unknown if blood was visible inside the catheter after error occurred, it cannot be confirmed visually. No patient complications were reported. The device is expected to be returned for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. No leak paths related to the blood detection failure were identified during returned device testing. During balloon dissection an inner balloon blood detect wire split was found (image #4). This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) the crbs polarx fit balloon cath st ous was selected for use, after the final cooling was completed, the error of "the console detected blood in the catheter" has occurred during warm-up. The procedure was completed successfully without replacing the device. No patient complications were reported. The device is expected to be returned. It was further reported that it the device doesn't seem to recognize blood. The issue occurred after final cooling was completed and the temperature returned to normal, so the procedure was completed without replacing the product. Numerical code displayed was 1-00004000-2.